Event description:
It was reported that the 9900 system vertical lift up/ down movement was sticking. It was also reported that the workstation displayed an automatic emergency shutdown indication and the collimator closes. System required reboot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply (vertical lift), rtos, gpos, system interface and the isd pcbs (emergency shut down) and the ffb and gib (collimator closure). The system was tested and found to be working as intended and placed back into service.